Manufacturer narrative:
Section h10: additional information provided clarified the tvr procedure was performed via transvenous approach. When the sapien 3 valve initially traveled towards the lvot, it became partially lodged between the rvot and the pulmonic valve. The sapien 3 valve was explanted and replaced, although the valve type is unknown. There was no allegation of malfunction made against the sapien 3 valve. The patient was discharged home on pod5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a homograft pulmonic valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Per report, the physicians believed the homograft was too compliant for the 29mm sapien 3 valve, which likely caused the valve to embolize into the rvot. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a tvr procedure in the pulmonic position, post valve deployment, while retracting the delivery system, the valve embolized into the rvot. The patient underwent a redo sternotomy and underwent pulmonary valve replacement. The sapien 3 valve was prepped to be implanted in a homograft (ross procedure) in the pulmonic position using the commander delivery system with a 26fr gore dryseal 65cm sheath. A right heart cath, coronary angiogram as well as balloon sizing were performed prior to implanting the valve. Balloon sizing revealed a 25cm waist, which coincided with the 25.5cm measurement obtained by MRI a few days prior. The homograft presented signs of severe pulmonary insufficiency with no stenosis and no calcium. The delivery system was mounted over the wire to deliver the valve. Following deployment, however, while retracting the delivery system, the valve traveled backwards towards the rvot. Multiple attempts were made to drag the valve back into the pulmonary artery. The valve was also post dilated x3 adding a total of 8cc¿s, but all efforts were unsuccessful. The physicians believe the homograft was too compliant for the 29mm sapien 3 valve and decided open heart surgery was the best option. The patient was transported to the operating room, in stable condition, for a redo sternotomy and pulmonary valve replacement.